Event description:
The report received from the affiliate indicated that during a coil embolization, the physician experienced severe resistance/friction during advancement of the orbit galaxy tight distal loop complex fill coil 4 x 10 through the excelsior sl10 microcatheter (mc). The coil delivery system was removed and another one/same catalog number was advanced through the same mc and deployed without any problem. The procedure was completed successfully. There was no reported patient injury. It was not known exactly where in the mc that the resistance/friction occurred. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. The complaint product is going to be returned for evaluation. No additional information is available. The target lesion was the vertebral artery-posterior inferior cerebellar artery. No vessel/aneurysm characteristics were provided. Addendum: based on the results of the product analysis (pa), the pm code of coil/unraveled/stretched was added.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that severe resistance was met when inserting a 4x10 trufill dcs orbit galaxy (640cf0410) in an excelsior sl10 microcatheter (mc). Therefore the coil was safely removed from the patient and was replaced for a new same type coil (640cf0410) which was able to be placed through the same mc without any friction and was detached without any difficulties or associated complaints. Afterwards, the procedure was completed with no other issues. There was no patient injury reported. It is unknown exactly where in the mc the resistance was encountered. It is unknown exactly where in the mc the coil met resistance. Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all times. No additional information is available. Two orbit galaxy devices were returned, one device confirmed to be the device which was unable to be advanced through the mc was received with a stretched coil. The headpiece of the second device remained in the gripper and the delivery tube was separated. It was confirmed that both returned devices were used in the patient and it was reported that the coil of the second device detached without any difficulties with no complaint against the device. (B)(4): two non-sterile 4x10 orbit galaxy tight distal loop complex fill coil systems were received coiled inside of plastic bag. The device identified as being reported for resistance/friction during advancement through the mc was coiled with the embolic coil in tangled condition with the rest of the device. The hypotube was inspected and several kinks were noted on it. The introducer was unzipped and in good condition. The support coil, the gripper and embolic coil were received outside of the introducer, the support coil was also outside of the introducer on the proximal end of the device, and it was found kinked at multiple areas. The gripper was found in good condition; and the embolic coil was noted to be stretched, the suture was found broken. The suture seems to be elongated before breaking occurred. The od of the delivery system was within specification. The returned non-cordis/non-codman sl 10 microcatheter (mc) and y-connector were flushed using a lab sample syringe (nipro). After that, the mc was tested using a lab sample orbit galaxy system. The lab sample device could not be introduced through the returned mc. A cordis lab guidewire was then introduced through the mc and dried blood was expelled from the distal tip of the mc. The orbit galaxy was then re-introduced through the mc and it was advanced smoothly until the mc's distal tip; just some friction was felt when the orbit galaxy sample was passed through the kink of the returned mc. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction could not be evaluated with the involved orbit galaxy coil system due to the condition of the device; however, resistance was confirmed using a similar lab sample orbit galaxy coil system and the returned mc and was due to dried blood clogging the inside of the mc. After removal of the blood residues, the device was able to be advanced. The cause and timing of the stretched condition of the coil of the returned device cannot be determined. Based on the elongation of the suture, it appears that the stretched condition of the returned coil may be related to application of excessive force with no indication of a relationship to the manufacturing process. It is possible that it is related to the resistance encountered during advancement through the mc; however, because the stretched condition would be readily visible to the user and there was no report of stretching of the coil, it may be related to post procedural handling/return. Based on the analysis the cause of the event reported by the costumer and the damages found on the device could not be conclusively determined; however, based on the dried blood clogging the returned mc, it appears that the procedural factor of not maintaining a required adequate continuous flush through the mc as outlined in the instructions for use may have contributed. Neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Additionally applicable inspections are in place and the records indicate that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00084 and #3007628272-2012-50009.